Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was 77 mg/dl. The customer stated that he selected resume and could not exit the rewind screen. The customer stated he did not want to rewind, he was explained that he will need to rewind because the device had begun the priming process. He also reported that none of the buttons were responding. He mentioned he had keypad issues since he received the insulin pump. The customer was unable to troubleshoot. The device will not be returned for analysis.